Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions was identified during the device evaluation: water leak test failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a tiny pin hole on the cable, therefore, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that. During the device evaluation, the subject device exhibited the following reportable malfunction: water leak test failed. There was no patient involvement.